Event description:
A clinical incident involving a turbvac 90 with integrated cable arthrowand was reported to arthrocare. It was reported, the screen detached from the arthrowand during an endoscopic shoulder rotator cuff procedure. The physician undertook an open procedure to gain access to the detached screen which was successfully retrieved. There was no reported patient injury. No additional information was provided on patient status.

Manufacturer narrative:
The patient information was not provided by the hospital. The device was not returned to manuracturer for evaluation. The lot history documentation was revicewed for this lot. The device history record review indicates all specifications were met. No other similar complaints have been recorded for this lot. No conclusion can be drawn.